Manufacturer narrative:
Additional narrative: the retained samples were tested for dough time, setting time, handling characteristics and mechanical properties. The fmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The complainant checklist has been reviewed and it states a storage and operating theatre temperature both at 18 degrees. The optimum temperature for cement functionality is ~23 degrees. Therefore in colder conditions, the cement will take longer to set. This low temperature condition could therefore potentially have contributed to slow cement setting and surgical delay. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
When the cement was used, an adverse event occurred, the stem loosened.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.